Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. The coil wire on the returned stylet had unraveled and stretched over the core wire. The cross section at the distal end of the core wire was striated and lustrous. The stylet was apparently severed and the distal tip was not returned for eval. The stylet was most likely cut when the catheter was trimmed to length. The product IFU instructs the user to "retract the stylet well behind the point the catheter is to be cut" when modifying the catheter length and cautions "do not cut stylet." A chr of lot #reua0708 showed no other similar product complaint(s) from this lot number.

Event description:
After the line was placed during removal of the stylet the nurse heard and felt a pop; the stylet came out of the line frayed. X-ray was completed and IV radiology feels that they have removed all the pieces. The line remains insitu.